Event description:
This rv lead was implanted on (B)(6) 1994 and was capped on (B)(6) 2013 due to an unknown product performance issue. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. Additional information received on 10/28/2013 states that this lead was capped due to intermittent sensing and high pace impedance greater than 2000 ohms. Please see attachment. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).